Manufacturer narrative:
(B)(4).

Event description:
Literature review: in an article entitled "a retrospective study evaluating the use of permacol surgical implant in incisional and ventral hernia repair" written by bipan chand et. Al. Published in international journal of surgery xxx (2014) 1-8. A retrospective study looked at 343 patients treated for incisional and ventral hernias. Twenty patients were noted to have hernia recurrences at the 1 year f/u mark. Three patients were noted to have severe post-discharge device related complications: seroma, wound dehiscence, and tearing of mesh. There was one case of implant ossification of moderate severity. There were two patients who experienced non-hernia bulge of moderate severity possibly due to implant laxity. There was one patient who required reoperation for mesh explantation which was noted to be procedure-related. This is for one of the patients who experienced recurrence of the hernia.